Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when the site powered on the system the break out box (bob) and emitter were not connecting to the controller. Eventually the bob had a few green ports while the rest were amber. The field representative (rep) messed with the controller and got the system to work. The rep rebooted and the issue occurred again. There was no patient involvement. The probable cause was noted to be the electromagnetic controller, side emitter, and bob.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735824r, serial/lot #: (B)(6), UDI#: (B)(4) ; product ID: 9735777, serial/lot #: (B)(6), product ID: 9735780, serial/lot #: unknown, product ID: 9735521, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 9735825r, serial/lot #: (B)(6), UDI#: (B)(4). H3) a manufacturer representative (rep) went to the site to test the navigation system. Hardware parts were replaced and the system performed as intended. Codes: b01, c19, d15 h3) the side emitter was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h3) the controller was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h3) the electro magnetic interface was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h3) the cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 h3) the cable was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was not confirmed. The results of the analysis concluded that no failure was found. Codes: b01, c19, d14 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.